Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported left side deflation. It was noted the device, an inamed smooth saline 420cc, was filled to 470cc (captured as improper or incorrect procedure or method). The device has been explanted.